Event description:
It was reported that the patient fell one day before her primary implant and shattered her hip. The day after, patient had an implant done on right hip and experienced pain, difficulty walking, problem getting out of bed and went through physical therapy. Patient had a revision surgery on (B)(6) 2007.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
Based on the received medical records it was determined that device involved in the reported event is not a stryker product.

Event description:
It was reported that the patient fell one day before her primary implant and shattered her hip. The day after, patient had an implant done on right hip and experienced pain, difficulty walking, problem getting out of bed and went through physical therapy. Patient had a revision surgery on (B)(6) 2007.